Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to lead migration and high impedance. The patient is doing well post operatively and the device will not be returned per facility policy. Additional information was received that the (scs) system underwent an explant procedure due to lead migration and high impedance which cause the patient experience inadequate and loss of stimulation to the affected areas. The patient is doing well post operatively and the device will not be returned per facility policy.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <qrb>. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082244. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to lead migration and high impedance. The patient is doing well post operatively and the device will not be returned per facility policy.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <qrb> block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7082244. UDI: (B)(4).